Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an acute rise and drop in rv bipolar and rv coil lead impedance, and an acute rise in rv (right ventricular) threshold. (Historical variable rv threshold at times). No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.